Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified to be underweight, a flat crease, device appearance (observed 40 mm dark patch edge material inside gel device) and an opening. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. Missing piece of the shell due to inconclusive.

Event description:
Health professional reported a left side deflation. Device has been explanted.